Event description:
The customer observed imx sirolimus error code 107 (cal level sense error) when reagent lot 802873106 was in use. The customer performed an optics and dispense check which passed. The customer was informed of the product recall for this imx sirolimus reagent lot and was sent a new lot of reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.